Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The distal half of the pusher was returned for investigation. The microcatheter and implant were not returned, preventing detailed analysis. The distal tip appeared to be intact and a detachment cycle did not appear to have been attempted. Contamination was present on the distal end of the body coil. The distal end of the pusher appeared to be intact. Proximal of the platinum coil, the pusher body coil was stretched and tangled. The proximal end of the pusher was broken and not returned (hypotube transition to distal). A fluoroscopic image was provided. The image displays what appears to be the coil implant partially deployed in the aneurysm. The implant appears to have the proximal end hanging outside the intended location. Based on the investigation findings, image review, and available information, the reported complaint can be confirmed. Both the implant and microcatheter were not returned, preventing a detailed root cause analysis. The pusher was found to be severely damaged as well, limiting the investigation. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during the treatment of an anterior communicating artery aneurysm, the embolization coil stretched. During removal, the coil detached below the aortic arch. An attempt was made to remove the coil; however, it was unsuccessful. The coil was secured in place with a stent. There was no reported patient injury. The patient is reported to be fine.